Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (value not provided). Cause of elevated bg level was unknown. No information was provided regarding treatment received. Reportedly, customer left the ER 15 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (value not provided). Cause of elevated bg level was unknown. No information was provided regarding treatment received. Reportedly, customer left the ER 15 hours later with the issue resolved and no permanent damage.